Manufacturer narrative:
(B)(4). Component code- suggested code: mechanical (g04) - provisional top. Performed a visual inspection of the returned item & found it to exhibit signs of repeated use nicked / gouged and the lateral locking feature on the distal surface has fractured off. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Tasp was found broken after sterilization. The piece did not break during a case and no patient was affected.